Event description:
Information received indicating that this cadd cassette was not detected by the patient's pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.